Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 180 mg/dl, 180 mg/dl, 140 mg/dl, 150 mg/dl, 160 mg/dl and 90 mg/dl. Results were obtained using different strip vials of the same strip lot. Results of 180 mg/dl, 180 mg/dl, 140 mg/dl, 150 mg/dl, 160 mg/dl were obtained from 1 vial; result of 90 mg/dl was obtained from the 2nd vial. No actions taken based on device results. No adverse event reported. Requested return of suspect device and both vials of strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.